Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error due to excessive forces adjusting the suture strands. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/9/2024, it was reported by a sales representative via phone that an ar-3636 knotless 1.8 fibertak soft anchor, while shuttling the repair stitch, had the suture break. The anchor was left, the suture was cut, and another ar-3636 from the same lot with no issues was used to complete the case. There was a few-minute delay with no adverse effects on the patient. This was discovered during a labral repair procedure on (B)(6) 2024.